Manufacturer narrative:
Additional information received indicated the patient was brought in and the physician performed a shock impedance test through the zoom latitude programmer which resulted in a greater than 125 ohm reported measurement. The physician then programmed out the proximal coil and retested the shock impedance test. The measurement returned to normal limits. The physician decided not to do any additional invasive testing on this patient and planned to follow this patient on latitude which is a remote monitoring system.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting high shocking impedance measurements greater than 125 ohms. There was no noise present on the presenting electrogram (egm). The patient planned to be brought into the clinic for additional troubleshooting at a date in the near future. To date, there have been no adverse patient effects reported.